Event description:
A pixel issue on the pump display was reported by the caller. The issue did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl, and there was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, with instructions given to the customer to deplete the battery before transport and return the problematic pump within 10 days using the provided pre-paid label and return box.